Event description:
The customer called and indicated his wife went to turn on the pump, and they heard a noise that sounded like static electricity. When they looked where the noise was coming from, there were sparks coming from the transformer. Pump is at least three years old.

Event description:
Reporter alleged obtaining the results of 157-159 mg/dl and 60-69 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he was feeling hypoglycemic symptoms and he self-treated with glucose tabs. Reporter also alleged that on a separate day, he obtained the results of 157 mg/dl, 73 mg/dl and 69 mg/dl back to back within 10 minutes on the same aviva system. Reporter stated that he was feeling hypoglycemic symptoms and he self-treated with glucose tabs. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.